Event description:
A pharmacist reported with a description, the lens was scratched. Additional information was received and stated, the incident occurred during preparation before injection and there was no patient contact.

Manufacturer narrative:
The lens was returned posterior surface up in the lens case. Viscoelastic was dried on both sides of the lens. The lens was cleaned with klotho-related protein (klrp) for further evaluation. A narrow scratch was observed on the anterior optic surface. The scratch originated at the edge and travelled inward. This scratch was similar in appearance to a scratch caused by an instrument used to grasp the lens (forceps). A small crack was observed at the optic edge on both sides shaped like forceps. Device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the reported scratch appears to be related to user handling. A narrow scratch was observed on the anterior optic surface. The scratch originated at the edge and travelled inward. This scratch was similar in appearance to a scratch caused by an instrument used to grasp the lens (forceps). A small crack was observed at the optic edge on both sides shaped like forceps. All lenses are 100% inspected for cosmetic attributes, and the observed scratch would not have met company release criteria. Based on observation, and the review of manufacturing records, it is concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).